Manufacturer narrative:
Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event, since the getinge service territory manager (stm) that encountered the issue had previously mentioned that the customer will complete the repairs. The customer responded that the iabp did not require any repair after this event, and that the iabp is back in clinical use. No further investigation is required.

Event description:
During troubleshooting of the cardiosave intra-aortic balloon pump (iabp) performed by a getinge service territory manager (stm), the drive manifold portion of the all manifold tests failed. There was no patient involved and no adverse event was reported.

Event description:
During troubleshooting of the cardiosave intra-aortic balloon pump (iabp) performed by a getinge service territory manager (stm), the drive manifold portion of the all manifold tests failed. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm has advised that the iabp will need to be repaired before it can be cleared for use and has advised that the customer's biomed will perform the repairs. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
During troubleshooting of the cardiosave intra-aortic balloon pump (iabp) performed by a getinge service territory manager (stm), the drive manifold portion of the all manifold tests failed. There was no patient involved and no adverse event was reported.